Manufacturer narrative:
Device evaluated by MFR? - device return is not necessary as the event is related to the procedure and not the device.

Event description:
It was reported that the patient had her device removed due to an infection. Device history record was reviewed for the generator and lead and both devices were confirmed to have been hp sterilized prior to distribution into the field. The devices passed all specifications.